Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of v-shaped scratches are visible the next day after lens implantation. Additional information received and stated that the day after surgery the capsule opacification and v-shaped fold on the lens was discovered. And a week later there was already a crack on the iol. It was stated patient also had high visual acuity after yag laser. Fec with iol replacement was planned.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. There have been no other complaints for this lot. Investigation has been completed based on current information. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that the surgery was completed on same day without complications and the day after surgery it was reported patient had capsule opacification and a v-shaped fold on the lens was discovered. A week later there was already a crack on the iol. Yttrium aluminium garnet (yag) laser was performed. It was stated that the patient harm included visual acuity (5 row distance) moderate and was not very sharp.